Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient implanted with an implantable neurostimulator (ins) for spinal pain. It was reported that the ins was tilted outward in the pocket since implant. The patient reported that when they tried to connect to the ins, it takes a minimum of three attempts to connect. No patient complications have been reported because of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
On 2025-feb-20 additional information was received. The pt reported their implanted neurostimulator (ins) was tilted out some and it was moving closer and closer to their skin. They stated it looked like it was coming through their skin. The pt requested to meet with a rep for programming because their body was getting used to the current programming. They do not currently have a managing doctor. The pt was redirected to their primary care physician to determine next steps.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.